Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button did not work and was "stuck." There was no reported impact to the customer's blood glucose level due to the reported issue. Reportedly, customer reverted to manual injections for insulin therapy.